Event description:
It was reported the entire system was explanted following a post-implant pocket infection. The patient had pain, fever, and puss collection. A device pocket abscess was diagnosed. It was unknown if a culture was taken but antibiotic treatment was necessary. Hospitalization for two days, explant, antibiotics, and pain medication were required as a result of the event. The infection was noted as recovered. The infection was assessed as not related to the device and related to the implant procedure.

Event description:
Additional information reported the patient received 15 days of augmentin. It was also noted that no sampling was done for a culture.

Event description:
Additional information received from an hcp for a clinical study reported the patient was reimplanted on (B)(6) 2015.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0208762114, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) for a clinical study reported that the onset of the event was on (B)(6) 2014. The date of resolution was reported to be (B)(6) 2015 and the device was explanted on (B)(6) 2017.

Event description:
Additional information received reported the abscess was found with local inflammation.

Manufacturer narrative:
Product ID: 309328, lot# 0208762114, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the sponsor assessed the event as device related. Additional review also indicates that the device was explanted on (B)(6) 2014. There were no further complications reported and/or anticipated.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the investigator assessed the event as serious.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208762114, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the neurostimulator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)